Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the system is functioning as designed.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system would become unresponsive in the recording and navigation portions of the application software. There was no patient present when this issue was identified. No additional information was provided.